Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. The blade would not rotate at all at the beginning of the procedure. The device was replaced and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade will not rotate: prior to first use. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.